Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the fiber broke near the connector when it was being maneuvered outside the cystoscope. The fiber broke in the physician's hand. The physician was not injured. The fiber was used with a 20 watt olympus dornier laser operating at 12 watts with laser settings of 1000 joules and 12 hertz. The procedure was completed with the same fiber without any complications to the patient, who is reportedly 'fine' post procedure.